Manufacturer narrative:
Device evaluation:g3, g6, h2, h3, h6 and h11 results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Received ltv 1200 service repair p/n 18888-001-99 s/n (B)(6) s/v 05.10. Visually inspected ltv unit and found minor scuffing to bottom weldment around mounting bracket and warning label to be damaged. Powered unit into service mode, downloaded/ reviewed power on self test (post) and event trace. Found no alarm sndrerr1 (hw fault) related events. Powered the unit into user mode, unit is ventilating normally without any alarms. Cycled the power into service mode and performed an alarm test, passed test. Allowed the unit to ventilate overnight for a total of 19 hours. No alarms were displayed in the display after run-in time. Removed bottom weldment and inspected components, found no anomalies.the reported problem was not confirmed through the vents log or during functional check. Correction: h6-corrected impact code additional information:the customer wanted an event trace download for 4/29/2024 and 4/30/2024. Th customer stated that there ere no alarms and no patient was harmed/injured. They were not looking for anything specific just everything that occurred on those two days. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 1200 had no alarms. Furthermore, there was no information for patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.